Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the upper aligners are cutting into the gums, created a dent and it hurts to brush teeth morning and night. Current upper aligner #16 and bottom aligner #11. Dental history includes orthodontic retainer, grinding/clenching of teeth, and broken teeth/fillings. Medical history includes jaw audible popping when mouth is opened (right side/no pain).